Event description:
It is reported that in 2000 pt. Suffered a subtrochanteric fracture of pt's right femur, which was fixated using a zimmer tube/plate and lag screw. Post-op, three months later, pt. Was getting out of bed and the plate broke at the proximal screw hole. As a result, an additional procedure was required to remove the broken plate, which was replaced with a richard's intramedullary plate and hip screw. Subsequent to the procedure, pt. Did well for several months until in 2001 when the pt underwent another procedure to remove a fractured screw used with the richard's plate.